Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that occlusion alarms occurred. The customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Customer addressed bg by administrating a correction bolus via pump. Customer changed supplies and resumed insulin delivery.